Event description:
It was reported that the patient had a right knee pcl procedure done. The "worm" suture passing device was received broken and the wire loop was broken prior to the case. The surgeon then attached steri-strips to the wire of the worm to allow the passing of the suture through the tibial wall. (It was noted that excellent pcl stability was restored with full range of motion). Due to the substantial delay and increased tourniquet time during the procedure, the patient claims to have suffered severe nerve injury.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. If additional relevant information is received, a follow-up report will be submitted. The most likely cause of the event is as stated in the event: "the worm suture passing device was received broken and the wire loop was broken prior to the case. The surgeon then attached steri-strips to the wire of the worm to allow the passing of the suture through the tibial wall." The device is a reusable device. The directions for use for the device states: " inspect the instruments for damage prior to use. If damage is detected, do not use the device prior to consulting the manufacturer for guidance." This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.